Event description:
Information was received indicating that a smiths medical cadd legacy plus pump's calibration was off and the pump failed volumetric accuracy test. There was no reported adverse event.

Manufacturer narrative:
Other, other text: h3: one cadd legacy plus pump was received for evaluation. The event history log was reviewed and there was no evidence of the reported issue. Three separate delivery accuracy tests were conducted and the reported accuracy issue was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be out of the published specification of +/-6%. The expulsor will be replaced to resolve the issue.